Manufacturer narrative:
No injuries reported. Unit over 3 years, supplier has since made clips stronger and more durable.

Event description:
Clips on one side of seat of unit failed, causing the seat to drop and user to fall halfway to the floor before she caught herself on hand rails. No injury to user reported.